Manufacturer narrative:
(B)(4). The device was evaluated and passed the homechoice return instrument test / evaluation (rite) electrical test and was found to meet electrical performance specifications but failed the rite functional test due to reload the set (rls) 151 alarm. The assignable cause of the iipv was determined to be: insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low (80%). Follow up with the peritoneal dialysis (pd) nurse revealed that the patient was transferred to hemodialysis in (B)(6) 2010. The pd nurse stated there was no relation to the home patient's pd therapy, homechoice device, or any baxter solutions. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration volume was 1271 ml. This event meets overfill criteria.